Event description:
It was reported that the right ventricular lead impedance was unstable. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Weekly pace impedance trend data shows an abrupt increase for max rv pace equal to 472 to 1136 ohms peak between (B)(6) 2012.